Event description:
The hcp reported the pt had noted a return of symptoms. It was discovered the pump had a "stalled rotor arm." It was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.